Event description:
On 10th november 2025, arthrex was notified via email of a pmcf study published by cetas healthcare. As a result, it was reported that the soft tissue fixation was not achieved successfully with an arthrex suture anchor due to pullout. It was further reported that a revision surgery was performed to treat the failure of soft tissue fixation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.